Manufacturer narrative:
The device manufacture date was incorrectly documented. The device manufacture date has been updated from jan 14, 2010 to dec 9, 2009. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the vent openings were cracked and broken out, the device failed during the refresh step, and the blue light started flashing and all of the red warning/error lights came on. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the universal battery charger device vent openings were cracked and broken out. It was further reported that the device failed during the refresh step, and the blue light started flashing and all of the red warning/error lights came on. During in-house engineering evaluation, the alleged malfunction was confirmed. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.